Event description:
Information received from the field notes that post implant tests revealed no capture at 7.0 v in the unipolar config- uration. Bipolar lead impedance was 900 ohms with a 2.75 v capture threshold and 2 mv r waves. It was suggested that a possible perforation was the cause for the non-capture. The patient was discharged.